Event description:
It was reported that the tip of the guide rode broke while it was being sterilized. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Foreign source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. One g7 positioning guide rod item# 110018822 lot# zb7018814 was returned and evaluated. Upon visual inspection the tip of the device had fractured. There are wear marks on the shaft near the fracture location. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.